Event description:
Litigation papers allege: after the implant of the device, patient experienced severe pain and discomfort; introduction of unhealthy and/or toxic levels of heavy metals, including but not limited to cobalt and chromium, into patients tissues, blood, and other parts of patients body; patient cannot ambulate without assistance and has suffered and will continue to suffer damages, including, but not limited to, past, present, and future pain and suffering, future surgery and medical treatment, disability, disfigurement, expenses for medical, hospital, monitoring, rehabilitative and pharmaceutical costs. Update: (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information, side and implant date. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Not returned.